Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on (B)(6) 2016. (B)(4). The sample was not returned for evaluation. A retention sample from the same product family was obtained for investigation. A review of the device history record revealed no manufacturing anomalies. The retention sample was microscopically inspected, and the magnet of the cuvette did not reveal any potential defect that would inhibit part functionality. The retention sample was found to have no difficulties connecting to the cdi 500, and the magnet strength was found to be within specifications. A definitive root cause could not be determined; therefore, this event is not confirmed. This event is associated with a voluntary safety alert submitted by terumo on (B)(6) 2015. The safety alert number is (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4). Conclusions code: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, an error message was displayed on the monitor that stated "the cuvette has come off the connection" when the cuvette was connected to the probe. This event is associated with a voluntary safety alert distributed by terumo on december 8, 2015. The safety alert number is 1124841-12/08/2015-004-c. *no known impact or consequence to patient. *product was changed out. *surgery results are unknown.